Manufacturer narrative:
It was reported that a patient underwent an av node procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that when the ablation catheter was inserted into the body, the ECG signals became noisy and then even flatlined on one point. The ablation catheter also had noisy signals. The noisy signals were observed on both the carto 3 system and the recording system. There were no errors displayed on carto 3 system. They were able to fast anatomical map (fam) and collect geometry. To troubleshoot, the ECG cable was replaced without resolution. The ablation catheter cable was replaced and the issue remained. The ablation catheter was replaced and the issue resolved. There was no patient consequence reported. Additional information was received 09-nov-2023. The signal interference (noise) was observed on all ECG (bs and ic) channels on both the carto® and the recording system. The physician did not have an intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The device evaluation was completed on 06-dec-2023. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An electrical test was performed, and no electrical issues were found. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: -ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-dec-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an av node procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the physician did not have an intact ECG signal available to monitor the patient¿s heart rhythm. It was reported that when the ablation catheter was inserted into the body, the ECG signals became noisy and then even flatlined on one point. The ablation catheter also had noisy signals. The noisy signals were observed on both the carto 3 system and the recording system. There were no errors displayed on carto 3 system. They were able to fast anatomical map (fam) and collect geometry. To troubleshoot, the ECG cable was replaced without resolution. The ablation catheter cable was replaced and the issue remained. The ablation catheter was replaced and the issue resolved. There was no patient consequence reported. Additional information was received 09-nov-2023. The signal interference (noise) was observed on all ECG (bs and ic) channels on both the carto® and the recording system. The physician did not have an intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. This event was originally considered non-reportable, however, bwi became aware that the physician did not have an intact ECG signal available to monitor the patient¿s heart rhythm on (B)(6) 2023 and have reassessed the event as reportable.